Manufacturer narrative:
(B)(6). Device investigation narrative - one 72203981 healicoil pk 4.5mm with ultra tape returned. There was a delay in reporting for this case and limited details are available. The complaint is listed as ¿the anchor itself is has a manufacturing fault as the "healicoil" material is incomplete/missing resulting in being unable to implant.¿ the IFU states: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ this peek anchor shows evidence of use. There is dried blood on the anchor and suture tape. Threads have been curled, pushed backward and broken off entirely. Pertinent clinical details were not included in the report such as what procedure was being conducted, what the bone condition was, what type and size tap were used for the prep site. Please note: IFU reads: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ and also: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted. (B)(4).

Event description:
It was reported that the anchor was damaged during insertion. A backup anchor was available to complete the procedure without incident or patient impact.